Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue. The drive gas check valve was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system alarmed "unable to drive bellows". There was no report of patient involvement.